Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during a endoscopic retrograde cholangiopancreatography procedure performed in 2006, (patient gender, age, and weight are unknown). According to the complainant, the tip of the probe fell off into the patient. The procedure was able to be completed with another of the same device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be "fine."

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. The device history record was reviewed and found to meet all requirements.